Manufacturer narrative:
A ge service representative performed an onsite investigation. The smart switch pcb was evaluated and replaced. The hard disk drive was also evaluated and replaced. System software and calibrations were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.